Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The incident information was reviewed, however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on review of the similar incidents, there is no indication of a lot specific issue. The investigation determined the reported/noted difficulties appear to be related to circumstances of the procedure. In this case, it is likely that the reported resistance during re-advancement and balloon rupture were the result of interaction with the anatomy and/or newly implanted stent resulting in damage to the outer surface of the balloon material causing rupture during post-dilatation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The nc traveler is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that during a procedure of the proximal to mid left anterior descending artery, the nc traveler balloon dilatation catheter (bdc) was inflated 5 times below rated burst pressure during pre-dilatation. It was removed from the anatomy before an unspecified stent was implanted. The bdc was advanced again with some anatomical resistance; however, during the first post-dilatation inflation the balloon ruptured after 30 seconds at 18 atmospheres. The bdc was removed from the anatomy without reported issue; a non-abbott bdc was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.